Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap partial nephrectomy procedure, the device tore. Another device was used to complete the procedure. There was no adverse consequence to the patient.